Event description:
It was reported that the user received a low glucose alert on the pump and experienced hypoglycemia to a nadir of 42 mg/dl after not eating, then self-treated with oral carbohydrates and returned to target range. Symptoms included asymptomatic hypoglycemia. Outcomes included recovery without medical intervention or hospitalization, with plans to continue monitoring. Investigation included complaint intake review and user interview for troubleshooting and education. Investigation of this case revealed no device malfunction reported or observed, and the event was attributed to missed food intake while using the device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.